Event description:
The surgeon reported that a pt presented with an (anterior) capsule tear during capsulorhexis and a posterior capsule that occurred during irrigation/aspiration (epinucleus aspiration). When the surgeon created the capsulorhexis and nucleus all seemed to be okay. Because of this situation it was necessary to implant a three-piece intraocular lens that was implanted successfully and the pt is okay.

Manufacturer narrative:
The device was not returned for eval and there was no device malfunction reported. The laser system device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. According to the surgeon, the likely root cause of the capsular tear is a weak point in the capsulorhexis. Capsular tears are an inherent risk of cataract surgery. (B)(4). This report was mailed to FDA on: (B)(4) 2011. The MFR internal reference number is: (B)(4).